Event description:
The manufacturer received information alleging the battery was not charging had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed in the device's error log. The manufacturer service technician evaluated and determined the system printed circuit assembly (pca) board had caused the battery not charging issue to occur on the device. In conclusion, the device's system pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, that two of the inline filters was replaced for contamination unrelated to the reportable issue. The low flow o2 tubing, system pca tubing, and blower chassis tubing were replaced for replacement unrelated to the reportable issue. The device passed all final testing.